Event description:
The hospital reported that during an endovascular vein harvesting procedure, the vasoview 7xs short port btt black inflation valve would not stay in the stem. The customer used steri-stip over the valve to hold it in place. They completed the case successfully with the aforementioned fix. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 4-jan-2010. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. (B)(4).